Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips of the device were not feeding correctly into the jaws. Case completed with a device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: how did clip not feed correctly into jaws? Did clip slow feed? Did clip partially feed or not feed at all? Did clip feed sideways? Did multiple clips feed at same time? The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected due to the condition of the jaws; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.